Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, when the surgeon fired the device, bleeding occurred because the staples were placed only to the central side vascular ecke part without placing staples in the center of the central side. At first, it was thought to be oozing and pressure hemostasis was attempted, but the situation did not improve. The surgeon clipped the blood vessel on the central side to block it, and sew it by hand to save the life. The procedure was completed with manual suturing. The surgical time was extended by more than 30 min. The incision site was extended by less than 3 cm. About 300cc of bleeding occurred as a result of the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted two formed staples can be seen partially in tissue. The staple line can be seen sutured closed and no device can be seen in the returned photographs. The reload was fully fired. Staple pushers were visible at the zero cut line. Staple pushers were flush in cartridge. No knife blade damage was observed under microscopic inspection. Knife channel was free of any deformities or damage. No abnormalities was observed for the anvil. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. The reload interlock was tested and found to function properly. It was reported that staples were missing from the staple line after firing. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, when the surgeon fired the device, bleeding occurred because the staples were placed only to the central side vascular ecke part without placing staples in the center of the central side. At first, it was thought to be oozing and pressure hemostasis was attempted, but the situation did not improve. The surgeon clipped the blood vessel on the central side to block it, and sew it by hand to save the life. The procedure was completed with manual suturing. The surgical time was extended by more than 30 min. The incision site was extended by less than 3 cm. More than 500 cc of bleeding occurred as a result of the issue.